Manufacturer narrative:
Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system and identified that the pedal to work wireless has stopped working. As a troubleshooting, fse removed the battery and connector of wfs and reconnected. Fse fixed the pairing issue. After pairing is performed between wfs and base station, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system wireless footswitch did not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.